Event description:
Pt is an 88 yr old female who received a revision of her right total hip prosthesis approx two weeks prior to hosp admission. She presented with complaints of mild to moderate right hip pain. There was no drainage from the wound. Sciatic nerve was intact. Radiographic views of the pelvis revealed the right acetabular cup was vertically oriented and appeared to be rotated anteriorly. This film was compared with the pt's postoperative radiographs taken during the revision procedure two weeks prior. During surgery, it was noted that the hip was dislocated. The head of the screw had pulled through the hole in the cup. She had only the anterior position of the dome left. She had no anterior wall, no posterior wall, and the posterior half of the dome was gone.